Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/5/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6 h6 component code: g07002: reported condition not confirmed. H6 component code: g07002 device not returned. Additional h3 investigation summary: the product was returned incomplete to ethicon inc for evaluation. Visual analysis of the returned sample determined that two paper lids and two empty winding former and of product code j496h were received for evaluation. Needle or suture was not returned, based on the information available, it has been determined that no corrective and preventative action is proposed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The product was returned to ethicon inc for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that an empty opened box and nineteen unopened samples of product code j496h were received for evaluation. No product of lot pdz218 was return; however, nineteen unopened samples of lot pkk992 were received. Visual inspection of thirteen unopened samples and no defects were found on the package. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects or damage were observed. A functional test was performed using an instron and the pull force was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The device performed without any defect noted. (B)(4). Date sent to the FDA: 4/5/2021. Corrected information: d3.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a laceration procedure in 2021 and suture was used. During the procedure, the needle came off while suturing. Another like device was used to complete the procedure. No adverse patient consequences were reported. No additional information was provided.